Manufacturer narrative:
Initial.

Event description:
It was reported that the user, who had just started a new dexcom g7 continuous glucose monitor (cgm) sensor with a reported bg of 87 mg/dl, received a pump alert indicating dosing would stop in one hour and sought guidance on manually entering a blood glucose. The agent confirmed the sensor was warming up and walked the user through entering a fingerstick value. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted use after education with no medical intervention or hospitalization. Investigation included customer support review and real-time troubleshooting focused on the cgm pairing/warmup status and pump alert behavior. Investigation of this case revealed that the event was associated with cgm warmup and pending loss of automated dosing, with no device malfunction identified and no component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was use-related and related to cgm readiness and alert recognition, resolved through user education.